Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 472 mg/dl. The customer¿s other blood glucose level was 69 mg/dl. The customer was treated with shots and insulin pump for high blood glucose level. Customer experienced symptoms like lethargic, extreme thirst and blurred vision for high blood glucose level. Customer was using auto mode feature for adjusting insulin pump at time of high blood glucose event. Customer was not calling back to perform an high performance test. Customer also stated that they were using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform high pressure test. Based on customer report customer does not allege insulin pump was under delivering. Customer was assisting with troubleshooting. The insulin pump will not be returned for analysis.